Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle devices referenced in b5 is being filed under a separate medwatch MFR numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle after a peripheral interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another two prostyles were used but the same issue occurred for each in a row. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.